Event description:
Gems received a report of a collimator that started to fall from the cart, just prior to collimator exchange. The collimator came off the pins that were holding it, as the cart rolled over the floor plate between the detectors, in preparation for collimator exchange. Two local hospital technicians grasped the collimator, preventing it from falling further or hitting the detector. No injuries or other adverse events were reported.